Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6.0-40-ptx device of lot number c1159371 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to provide images of the procedure and additional information. At the time of investigation, the images and additional information have yet not been provided. The information will be updated once the images/additional information have been returned and reviewed. Complaint is confirmed based on the customer¿s testimony. Possible causes for this occurrence could include a difficult patient anatomy or device handling during the procedure. These factors could have caused or contributed to the stent shortening reported by the customer. However, as images/additional information have not yet been provided, and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product packaging insert: "the zilver ptx drug eluting peripheral stent (thumb wheel type) is designed not to shorten upon deployment.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1159371. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Pta of the lesion in left sfa was performed by ipsilateral approach from left cfa. Deployment of the complaint zisv6-35-125-6.0-40-ptx in the left sfa lesion, whose length was approximately 3cm, was conducted. However, the stent was deployed shortened. The length of the expanded stent was only approximately 2cm and therefore, it did not cover the lesion fully. Another ptx stent (zisv6-35-125-7.0-80-ptx, c1378538) was newly opened and placed in the lesion additionally, with which the lesion was completely covered and thus, the procedure was finished.